Event description:
Number 10 knife blade broke as it was being removed from handle after case was done. Blade was removed using usual technique. All pieces were retrieved. No injury to pt. Nurse used a kelley to lift blade out of groove of handle.